Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the end user was on a side walk and when he turned to the left when the right wheel popped off the rim.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the tire separated from the rim or tire roll off which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The provider states the end user was on a side walk and when he turned to the left when the right wheel popped off the rim.